Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no signs of physical damage.touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. Pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact reported a cycler screen was blank. The screen was blank during step 7 of setup. The caretaker pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted, and the ok and stop keys lit up but the screen remained blank. The cycler was replaced.upon follow up, it was determined the patient was able to complete treatment. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.